Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the guide wire could not be inserted into the ars was confirmed. Returned was a guide wire assembly, an arrow raulerson syringe (ars) and an introducer needle. Visual examination found the guide wire has kinks/offset coils 7 cm form the j-tip, and 1 cm from the proximal end. Microscopic examination found both welds are typical, full and spherical. The guide wire graphic specifies the length at 683 +/- 4 mm and the diameter at .788/.826 mm. The diameter measured 0.808 mm. The length of the guide wire was consistent with the graphic. Introducer needle graphic specifies a minimum inside diameter of .038 inches. The inside diameter was measured at .041 inches. Functional testing was performed using a lab inventory guide wire with a diameter of .806 mm. The guide wire was inserted into the ars four times with the plunger in and then out, rotating the sample 1/4 turn between insertions. No resistance was encountered. The lab inventory guide wire was also inserted through the introducer needle without resistance. The device history records were reviewed and did not reveal any manufacturing related issues. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in respiratory therapy, the guidewire could not be inserted into the raulerson syringe through the advancer. The physician then unsuccessfully tried to advance the guidewire into the introducer needle without the syringe. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence. A photograph was provided depicting a kink in the guidewire